Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that on (B)(6) 2024 the patient experienced no delivery alarm during priming and insulin does not exit after troubleshooting. No further information available.